Event description:
The customer reported that the exposure button was pressed the system made popping noises, they saw smoke, and smelled something burnt. The system had a precharge error at reboot. This error will likely prevent the system from booting. There was no pt injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The generator drive board needs to be replaced. The reported issue is currently under investigation.